Event description:
It was reported that an error plunger not in place.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken on the plunger assembly and bottom case, and the bottom case and both plugers cases were cracked. Review of the event history log showed an occurrence of "syringe plunger not in place." Functional testing involved syringe testing and a plunger sensor test. The reported issue was duplicated during the plunger sensor test. The investigation determined that the plunger printed circuit board not working as intended due to normal wear was the cause of the reported issue. It was noted that the device was over fifteen (15) years old. The plunger printed circuit board was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.